Manufacturer narrative:
The reported events of failure to capture, failure to sense and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead exhibited high pacing impedance, failure to sense and failure to capture. The lead was ultimately not used and replaced with new lead. There were no patient consequences and patient was discharged.